Event description:
Implant didn't achieve osseointegration, implant wasn't completely covered with bone, no thread tap used, psychological disorder, complication in site preparation, immediate implantation, inadequate bone quality/quantity, bone resorption, increased sensitivity.